Event description:
A 43 yr old white gravida 2, para 2 female; status post bilateral subglandular inframammary "salines" placed in the summer of "78" for augmentation. She complains of encapsulation which was treated by closed capsulotomies x 2. When (early 90's) at that time she was considering removal, but was discouraged by plastic surgeon. In the last 2 months she complains of increasing right sided pain radiating into axilla, and down inner arm. This is worse with use of arm. She denies decreased size, or history of trauma; but notes increased firmness, particularly in the winter. In addition, she has developed some systemic complaints including: myalgial/arthralgias (positive am stiffness), paresthesias/dysethesias, fatigue, sleep disturbances, reoccurring sinusitis, headaches, visual changes, panic attacks, memory loss, sensitivity to sun, shortness of breath/chest pain, weight gain and genitourinary disturbances. Pt is otherwise healthy.